Event description:
Additional information received from the hcp reported that the patient had an appointment on (B)(6) 2011 and there was no mention of an infection. The patient had another appointment scheduled for (B)(6) 2011, but did not show up. There were no pending appointments.

Event description:
It was reported that the pt had an infection at the implantable neurostimulator site. Also, the pt was reprogrammed. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient underwent surgical intervention. The ins was moved from one side of the body to the other at the end of last year.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient felt the implantable pulse generator site was uncomfortable and wanted it moved to her abdomen. The patient had not scheduled a surgery to move the device.